Manufacturer narrative:
The other relevant components include: product ID 8835 , serial# (B)(4), product type: programmer. Patient product ID 8731sc , serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2017, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient who was receiving an unknown medication via an implantable pump. Indication for use was non-malignant pain and post lumbar laminectomy syndrome. Other medications the patient was taking at time of the event were unknown. Patient weight and medical history were asked and will not be made available. The date of the event was (B)(6) 2017. It was reported the patient presented to the clinic with symptoms of left leg numbness and loss of function. On (B)(6) 2017 the patient had magnetic resonance imaging (MRI) that concluded he was suffering from a granuloma around the catheter tip that was impinging his spinal cord. The decision was made to explant his system. When the patient presented to the hospital on (B)(6) 2017 the hcp noted that the intrathecal pump pocket was infected and eroded. The patient was taken to the operating room. The pump and catheter were explanted successfully on (B)(6) 2017. The pumpand catheter were discarded at the account. No environmental/external/patient factors may have led or contributed to the issue. The issue was resolved. Patient status at time of this report was asked but unknown. No further complications were reported.